Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported the boluses delivered on (B)(6) 2014 were not recorded in the pump¿s history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/16/2014 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box revealed no abnormal behavior. The pump successfully completed a prime sequence, bolus delivery, and 24-hour exercise test without issue or alarm. All deliveries made during investigation were accurately recorded in the pump¿s history.